Event description:
Livanova deutschland received a report stating that a heater-cooler system 3t motors were not functioning properly and making a loud noise. The following motors were involved: both patient pumps, stirrer motor and both cardioplegia pumps. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4. The UDI is not available for this product as it is a class ii medical device manufactured before the FDA compliance date for class ii devices which was september 24, 2016. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in new york. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the reported issue, the patient bridge and both cardioplegia pump were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review was performed and identified that heater/cooler was installed since 2012 and one similar event was reported on patient pump 1 in 2020. Based on the above facts and considering the results of a similar complaints database analysis, it cannot be ruled out that the most likely root cause of the reported event has to be traced back to damaged motor bearing as well as water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.